Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen unresponsive. Customer¿s blood glucose level ranged from 162-163 mg/dl. The customer performed a pump reset with tandem technical support to resolve the issue, and was able to resume insulin delivery.